Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The product was returned for investigation. As per clinical, impella cp had a high motor current pump stop alarm within 78 hours of support and did not resolve by replacing the controller. Visually inspected the returned pump and there was damage noted to the cannula and the inflow cage was found to be deformed. It appears that the pump was likely to be clamped at the cannula inlet. A large impeller purge gap was observed during visual inspection. Bearing wear was confirmed with large purge gap. No other abnormalities were found. The cause of the pump stop was due to bearing wear occurred within design life based on the field investigation results.

Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 78-year-old male patient had the pump stop working while on impella support. The defective pump was removed and a new one was placed. There was no harm to the patient.